Event description:
I had lasik surgery on (B)(6) 2016. I had multiple complications. Halos, starburst, glare at night. Black lines/floaters in my eyes all day everyday. Big cloudy blogs in my eyes when it's sunny outside.